Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 88 mg/dl, 224 mg/dl, 242 mg/dl, and 258 mg/dl. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. No qcs used. No adverse event reported. Requested return of suspect device and replacement was sent.